Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
¿Sterile syringe is laced with unknown substance.

Manufacturer narrative:
Correction: based on investigation results, this complaint is no longer reportable. The reported foreign matter was silicone which is part of the manufacturing process and the amount of silicone found was within specification. Device evaluation: one photo and two physical samples were provided to our quality team for investigation. Through visual inspection, silicone can be observed within the syringe. Lubricant is employed during the syringe assembly process to help facilitate movement of the plunger and stopper. The silicone employed in this product is a medical grade silicone authorized for product use. Silicone content tests are performed during the manufacturing process of each lot number. We reviewed the test results for lot 2403021, and all values were within the established specifications. The submitted samples were also tested and confirmed to meet these same requirements. A comprehensive device history record (DHR) review was completed for lot 2403021. No deviations or non-conformances were identified during manufacturing that could have contributed to the reported observation. Additionally, our manufacturing process includes multiple visual and functional inspections throughout production. No issues related to this observation were found during these inspections. Six retained samples were used for additional evaluation. All product was inspected, no evidence of silicone was observed within the syringes and silicone content testing confirmed the product met required specifications. Based on our investigation, no issue was found with the product.

Event description:
No additional information.